Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump stop. A specific cause for the pump stop could not be conclusively determined through this evaluation as the log file did not capture the onset of the event; however, the pump stop is consistent with a loss of external power to the system controller and depletion of the controller¿s internal backup battery. Additionally, evaluation of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the reported alarms could not be conclusively determined through this evaluation. The controller event log file contained events from 07jul2025 and the default timestamps 05jan2000 through 06jan2000. Intermittent low flow faults and subsequent low flow hazard alarms were captured throughout the log file when estimated flow decreased below the low flow alarm threshold. The left ventricular assist device event log file contained relevant data from (B)(6) 2025 and the default timestamps of 01jan2010 through 02jan2010. Two software resets, indicative of pump stops, were captured throughout the log file. Additionally, decreases in pump flow below the low flow alarm threshold were captured throughout the file. No other notable events or alarms were captured, and the system appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) , and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. The patient handbook and IFU also provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. It was reported that heartmate 3 lvas, serial number (B)(6) was used as a right ventricular assist device which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2025 that there was a pump stop in the previous week. It was noted that the patient slept on batteries due to constant low flows. The alarm was disabled by the account to reduce noise fatigue for the patient. Log files were submitted for review and did not capture the pump stop. The log files did capture a date/time stamp reset which was likely due to a total loss of power, depletion of external batteries and depletion of the backup battery (ebb). The last recorded date prior to the date / time stamp reset was on (B)(6) 2025 12:40:37 which could indicate that the total loss of power occurred sometime over the next 24 hours. The amount of time the pump was off was unable to be determined. It was confirmed that the cause of the controller clock not set alarm was a total loss of power. There were no symptoms associated with the event, and it was noted that the patient has chronic low flows.